Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's service technician reported he was able to duplicate the customer reported problem. The service technician replaced the blower valve assembly to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Blower valve.